Event description:
It was reported the pt is experiencing soreness and swelling at the ipg site. One physician recommended surgical intervention. Another physician recommended reprogramming. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.